Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Investigation result: the root-cause is a defective check valve assembly. The check valve assembly was replaced adn the device functioned as intended.

Event description:
The following was reported to hamilton medical ag: translated from german: the accuracy test was not passed during the preliminary check c1 has been checked check valve assembly is leaking no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4)

Event description:
The following was reported to hamilton medical ag: translated from german: the accuracy test was not passed during the preliminary check c1 has been checked check valve assembly is leaking no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Investigation result: the root-cause is a defective check valve assembly. The check valve assembly was replaced adn the device functioned as intended. Hamilton medical ag complaint number: cer (B)(4). Follow-up 2 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: translated from german: the accuracy test was not passed during the preliminary check. C1 has been checked. Check valve assembly is leaking. No patient involvement.